Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one distal idler pulley was missing from the distal clevis. Non-intuitive motion can occur as a result. Wear marks from the yaw cable were found on the pin that holds the missing pulley, the distal clevis surface, and the conductor wire insulation. Wear marks indicate friction from cable against the aforementioned surfaces. The presence of wear marks suggests the instrument was driven for some time without the idler pulley. Scratch marks in the axial direction were also observed on the ceramic sleeve. The idler pulley on the opposite side was intact. According to log file analysis, this instrument was last installed on a system on (B)(4) 2011. The instrument never went into following mode. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pulley, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci mitral valve repair procedure the console surgeon found the endowrist of the permanent cautery spatula instrument lost it's seven degrees freedom. Then the assistant took it out and found the metal wire was not integrity. Then they changed another one to continue. Nothing reportedly fell into a patient. The planned surgical procedure was completed without delay and no patient harm, adverse outcome or injury was reported.